Event description:
The catheter was placed in 2002. The physician was attempting to place a sheath, but was unsuccessful. He then placed the kcfn sheath in the radial artery and the procedure went well. However, about one week post catheterization, a red area developed at the insertion site.